Manufacturer narrative:
The device evaluation found the issue was due to a failure of the light-emitting diode (led) light source unit. In addition, the mechanical lock on the video connector did not secure the paddles for the scope or the camera head, and the software needed an upgrade. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The video system center was returned to the olympus service center with no reported allegation of a malfunction. During the evaluation, the service center identified a malfunction of the narrow band imaging (nbi), which was out of specification. The nbi had an abnormal color/green hue. There was no reported patient involvement.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. Since it has been more than seven years since the device was manufactured, it was likely that the lamp had deteriorated due to long-term repeated use.